Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level over 500 mg/dl. Tandem technical support (cts) performed a pump system check and determined the customer was using off-label insulin. Cts educated the customer on insulin labeling. A manual insulin injection was administered to address bg level.